Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "#4-9mm cr insert was opened to surgeon. He noticed polyethylene shavings on the backside of the insert near the anterior side of the anti-rotation cut out. He began pulling shavings off with his fingers. He didn't feel comfortable with implanting this insert. Another #4-9mm insert was opened."